Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was unknown at the time of incident. The customer¿s current blood glucose value was over 400 mg/dl. The customer did not experienced symptoms due to high blood glucose. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer had received a broken force sensor was detected during seating or regular delivery. Customer reported they were unable to clear alarm. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that insulin pump had flashing screen. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned device for an alleged pump error 35 alarm, flashing display, and high bgs found on (B)(6) 2022. No flashing display noted during testing. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the corroded battery tube, pcba 1, pcba 2, and force sensor. Swapped pcba 2 into a test pcba 1 with the device booting up in the same state. Force sensor zero offset not within specification [-400mv]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on corner of belt clip rails, scratched case, pillowing keypad overlay, minorly scratched lcd window, cracked keypad overlay, and keypad overlay texture damage. Customer allegation of flashing display was not confirmed. Unable to verify pump error 35 alarm due to critical pump error (open book image) alarm. Unable to confirm high bgs due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed. Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Problem isolated to pcba 2. Unable to download history files and traces confirmed. Device exposed to moisture confirmed at the corroded battery tube, pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.